Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID: 2134265-2016-06587 it was reported that stent thrombosis occurred and the patient died. The target lesion was located in the left anterior descending artery. A 2.75x38mm promus element long and a 2.5x38 promus element drug-eluting stents were implanted to treat the lesion. Few days after, the patient came back with sub acute stent thrombosis and was put on intra-aortic balloon pump. However, during hospitalization, the patient died.